Event description:
A caller reported a malfunction on the pump, specifically a malfunction code malf 16- 0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Customer technical support (cts) arranged to send the customer a replacement pump with updated software. Additionally, cts provided instructions for putting the malfunctioning pump into storage mode and returning it to tandem. The customer understood all given instructions and confirmed the shipping details, opting not to require a signature upon delivery.